Event description:
Patient reported that because of the severe pain the usage on the battery out sooner than expected. Replaced (B)(6). Patient provided product improvement suggestion. [See general text info for further information.]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that during the call he mentioned that the pt¿s pain stim battery is dead and will be replaced soon. Additional information was received from the patient's representative regarding an implantable neurostimulator. It was reported that the patient's implant battery was 'dead' and the patient was in a tremendous amount of pain; the issue began october. Caller stated the patient had an appointment with their hcp and the hcp did an injection and it didn't help so the patient went back 2 weeks later and they were going to do a rhizotomy where they burn the nerve but they said the stimulator had to be turned off. Caller noted they went in with the equipment to turn off the implant and that's when they found out the implant was 'dead'; implant was 'dead' due to normal battery depletion. Patient's implant was going to be replaced on (B)(6) but patient had to have a stress test which couldn't be done until (B)(6) and patient's pain kept getting worse. Caller inquired if there was another doctor that could replace the implant. Agent emailed physician listings to caller. The caller was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.